Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited intermittent increases in pacing impedance measurements resulting in high out of range measurements greater than 2,000 ohms. Threshold measurements were noted to be stable and within normal limits and no noise was able to be produced with patient isometrics. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The physician plans to continue monitoring. This product remains in service.